Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during a flight, the device displayed a "intake valve failure" message. Complainant did not indicate which error code was displayed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged air intake filter. The device's air intake filter was replaced to remedy the reported problem. Analysis for reports of this type has not identified an increase in trend.